Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, no pacing on the left ventricular lead was noted. A chest x-ray revealed that the lead had dislodged. The device was programmed to right ventricular pacing only. The patient remained asymptomatic and would be scheduled for lead replacement.

Event description:
Physician elected not to reposition the lead. Patient was doing well.

Event description:
New information received on (B)(4) 2019 states that upon lead revision, lead did not retract. Lead was initially capped and the remainder of the lead was explanted. The capped portion of the lead was also explanted using a sheath. A new lead was implanted and connected to the existing device. Patient was stable prior, during and post procedure.

Manufacturer narrative:
A complete lead in two pieces measuring 45.7 cm from the connector pin portion and 40.9 cm from the distal tip portion was returned for analysis. The damage found was sustained during the surgical procedure. The portions of the lead were otherwise normal.